Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead and the right ventricular (rv) lead were explanted due to a perforation of the heart wall. The patient complained of chest pain post operation and had an increase in pacing thresholds. She was sent for computerized tomography scan and was discovered both leads had perforated. The original pacemaker was re implanted. Two passive leads were implanted at the same surgical intervention. Intravenous antibiotics were required. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was submitted so that the following clarification be given: patient code 3191 captures the reportable event stating that the patient was sent to surgery. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead and the right ventricular (rv) lead were explanted due to a perforation of the heart wall. The patient complained of chest pain post operation and had an increase in pacing thresholds. She was sent for computerized tomography scan and was discovered both leads had perforated. The original pacemaker was re implanted. Two passive leads were implanted at the same surgical intervention. Intravenous antibiotics were required. No additional adverse patient effects were reported.